Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the short spinous process clamp was defective and faulty. There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) who indicated that there was determined to be no issue with clamp, the rep showed up at the site and the clamp was missing the treads on part of the distal end of the screw, which is actually a design aspect of the clamp and not a malfunction. The site planned to continue normal use of the instrument.